Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was hospitalized for diabetic ketoacidosis. Customer had a strep infection. Customer's blood glucose was in the 574 mg/dl at time of visiting the urgent care, then lowered to 489 mg/dl. Customer treated his high blood glucose by bolus with the insulin pump. Customer was wearing the insulin pump during time of visiting the urgent care. Customer's blood glucose at time of call was 198 mg/dl. The insulin pump alarmed a motor error alarm during troubleshooting. After troubleshooting, found the alarm was caused by an infusion set connection issue. Customer was advised to monitor the insulin pump, and the infusion sets will be replaced. Customer will not be returning the device for analysis.